Event description:
It was reported that the customer's insulin pump was not delivering insulin. Upon checking the alarm history of the insulin pump, the customer stated that she had received an unexpected restart alarm and an external ram crc error alarm. The customer also received a no delivery alarm. Troubleshooting was done. The customer's blood glucose was over 600 mg/dl. The customer was unable to troubleshoot for the no delivery alarm due to past event. The customer also mentioned that here was a deep scratch on the screen of the insulin pump. The customer stated that the damage possibly occurred from being bumped. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly to interface board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, stop current, run current, off no power, self-test, and error test due to blank display. Insulin pump was unable to test communication with test meter due to blank display. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, and cracked reservoir tube.